Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported "encapsulation - diagnosed breast implant illness - nerve supply issues - disfiguration - heart palpitations (has undergone further testing with a heart monitor, and has been linked back to the implants) - redness - swelling - double bubble syndrome - capsule contracture. ". Device remains implanted. This is for left side.

Manufacturer narrative:
The event of seroma-late and capsular contracture baker grade iii are physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Reason for reoperation:  seroma-late and capsular contracture baker grade iii.

Event description:
The patient later reported the following via patent representative of peri-implant seroma at 8 o'clock position via ultrasound in left breast.. The patient was diagnosed with baker grade iii capsular contractures with breast disfigurement, double-bubble deformity, cutaneous nerve irritation, and grade 4 breast ptosis(sagging)-non device related complaint, and lump in left axilla-non device related. This complaint captures the left side. Device remains implanted.